Event description:
It was reported the pt no loner had stimulation and was unable to communicate with the external devices. The physician met with the pt and it was determined the ipg had flipped in the pocket. The physician manually repositioned the ipg, however, communication could not be established. It was reported the physician planned to have an x-ray taken to determine the integrity of the leads, and surgical intervention was planned at a future date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.